Event description:
Patient reported obtaining back-to-back blood glucose results of 244 mg/dl and 124 mg/dl on the compact system. Patient indicated that, based on these values, she phoned her physician and was advised to take an extra 5 mg of glipizide. No resultant injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. Technical support requested the return of the suspect product, and replacement product was shipped.